Event description:
According to the reporter, as the catheter was being removed from the scope for cleaning, they noticed part of the ablative pad had broken off. On reinsertion of a new catheter into the scope, the piece that had broken off was excluded from the scope and then removed from the patient. No medical or surgical intervention was needed to prevent a permanent impairment of function and the incident did not extend the patient's hospital stay. No injury to the patient was reported due to the incident. The patient was prepped for the procedure, but not under anesthesia; device was used in the patient. No complications reported due to the reported failure and death or injury could not be related to the device used.

Manufacturer narrative:
Investigation summary: one used tts-1100-02 was received for evaluation. The customer reported a portion of the electrode had broken off. The reported condition was confirmed. The visual inspection found the electrode was torn in half with one half portion completely separated from the silicon patty. The investigation isolated the failure to the electrode lifting and breaking off the device patty, but a root cause was not identified. Although root cause could not be determined, the picture of the electrode patty shows bending consistent with the improper insertion of the electrode through the introducer (electrode side out) per the device IFU, which may have contributed to the type of damage found. No corrective action is required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary one (B)(4) was received and investigated for evaluation. The visual inspection found the electrode was torn in half with one half portion completely separated from the silicon patty. The investigation isolated the failure to the electrode lifting and breaking off the device patty. A review of the device history record for the provided lot/serial number was completed and no entries pertinent to the event were noted and this lot/serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.